Event description:
It was reported that the sling was not working properly due to unknown reason, resulting in recurring incontinence. The patient underwent surgery and an artificial urinary sphincter (aus) was successfully implanted. There were no patient complications.

Manufacturer narrative:
Date of event: the exact event date is unknown.